Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of damaged lens. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming with the plunger observed to bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in march 2024. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, they had a scratched lens. Subsequently, the lens was removed during initial procedure. There was no issue with lens. The physician requested that the injector be inspected to determine if it was bent or defective. Additional information has been requested.